Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully implanted. The lens was loaded and in the patient's eye, dialed in and tried setting the lens; the haptic was bent over the lens and was distorted like a broken arm and had to be removed. There was no patient injury report. A slight incision enlargement was performed. No further information was provided.